Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 3006705815-2020-01099. It was reported that the patient experienced an infection. The patient had the entire system explanted as a result. Following the surgery, the patient was treated with IV and oral antibiotics.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.